Event description:
Event description cpi received information that two large patch leads were removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the leads were capped due to an 'open impedance reading', which could indicate a possible lead fracture. The physician elected to replace the leads with an endotak lead.